Event description:
It was reported to medtronic minimed that the customer reported the pump was not working. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. The customer reported a blank display. The customer was using the correct battery cap for the pump. Battery cap contacts and battery compartment and/or springs are not damaged. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880l was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Test p-cap locked properly into the reservoir compartment. After multiple battery installations, the unit persisted on blank display. Pump received with blank display due to cracked case behind the pump at the battery compartment causing the battery tube to become loose and battery cap not making contact to the battery tube. Proceeded by cutting the unit open and pushed the battery tube assembly back into position. No blank display noted and unit powered on successfully. Unit received with battery tube threads - cracked, cracked case (battery tube), cracked case on battery side, scratched case, keypad overlay texture damage, serial number label missing, stained keypad overlay, missing display window/cover and cracked keypad overlay at select button. In summary, customer allegation for blank display was confirmed. After multiple battery installations, the unit persisted on blank display due to battery cap not making contact with battery. However, the unit powered on and functioned properly after the battery tube was pushed back in position. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.